Event description:
The customer reported that the oxygen (o2) sensor would not calibrate on the 840 ventilator. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the o2 sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).